Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms after initiating bolus delivery. Reportedly, customer's blood glucose level was impacted (>300mg/dl). Customer indicated cartridge would be changed.